Event description:
Customer's father called in to report the insulin pump alarmed for low reservoir and the keypad was unresponsive. Blood glucose reading was 65 mg/dl. The father stated the customer had eaten. No significant events were noted leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No low reservoir alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).